Manufacturer narrative:
Continued e.1 phone number: (B)(6). Clarification d.1, d.2a, d.2b, d.4: type of device is not known at this time. Device defaulted to saline until more information is available. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "unilateral rupture". Device remains implanted.